Event description:
Crd_964 - catalyst ide study, patient site ID: (B)(6), (B)(4). It was reported that on an (B)(6) 2023, an 18mm amplatzer amulet left atrial appendage occluder was successfully implanted for a left atrial appendage closure (laa). After the procedure, the patient complained of chest pain. Chest pain was sudden, located mid-scapular and radiating to mid chest. Patient had hypotension which resolved on its own without intervention. On transthoracic echocardiogram (tte), the patient had a mild pericardial effusion, measured as 9.0mm in width. The patient was admitted to the hospital. The patient did not require any treatment for the pericardial effusion. On (B)(6) 2023, the patient went into rapid atrial fibrillation. Medication amiodarone was initiated. The patient's rhythm converted back to sinus rhythm. The patient was then discharged home.

Manufacturer narrative:
An event of angina, low blood pressure/hypotension, atrial fibrillation, and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, after the procedure, the patient complained of chest pain. Then, patient had hypotension which resolved on its own without intervention. On transthoracic echocardiogram (tte), the patient had a mild pericardial effusion. The patient was admitted to the hospital. The patient did not require any treatment for the pericardial effusion. Later on, the patient went into rapid atrial fibrillation. Medication amiodarone was initiated. The patient's rhythm converted back to sinus rhythm. The patient was then discharged home. The patients medical history included atrial fibrillation and atrial flutter. Based on the information received, a cause of the reported incident could not be conclusively determined.